Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally it was reported that occlusion alarms occurred. Customer¿s blood glucose ranged from 400-589 mg/dl. The cause of high bg was due to fill estimate and occlusion issues. Reportedly customer administered manual injection to address the issue. Reportedly, the customer will continue to use current pump until replacement arrives.